Event description:
After an afib ablation procedure with a 8.5 fr varipulse catheter, the patient experienced pulmonary edema and was transferred to ICU. It was reported that after an atrial fibrillation case had completed, a few hours after the procedure, a pulmonary edema was noticed in the patient. The patient has been admitted to the ICU. The medical team could not confirm or provide any additional event information regarding how the pulmonary edema was discovered or what medical intervention was provided to the patient. It is unknown at this time if the patient was in stable condition, but they were admitted to the ICU. The following bwi devices were also in use octaray catheter, soundstar catheter, trupulse generator and carto 3 system were in use. Information received indicated that the patient was diagnosed with micro plasma pneumonia and the physician "deemed" that the cause of the pulmonary edema.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-nov-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).